Event description:
Pt reports incidence of user error. Patient self-bolused 3 iu insulin prior to meal and forgot to eat. Blood glucose fell to 22 mg/dl. Treated by paramedics with IV glucose and transported to ER. Released after 2 hours. Pump not returned for evaluation.